Event description:
During a laparoscopic cholecystectomy the storz camera being used had several episodes of blinking out and color distortion. The case was completed, but prolonged due to the visual field being compromised for several minutes.